Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia and the insulin pump received insulin flow block alarm while sleeping due to occlusion at the site. The customer reported that she had high blood glucose levels above 33.3 mmol/l. The customer reported that she also experienced ketones and was treating with injection. The customer reported that her current blood glucose level was 14 mmol/l. The customer reported that she has changed the site and battery. Troubleshooting was performed. The customer was advised to change out the infusion set and reservoir. The customer's outcome pertaining to the complaint was that there were no occlusions found in the tubing. Product is not expected to return.